Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt messages and that all the electrodes shown on the monitor display were red. When a pt service representative (psr) visited the pt to troubleshoot, the psr reported a damaged electrode belt connector. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages / electrodes displaying red) has been confirmed. As received, the trunk cable connector was cracked exposing wires. Upon evaluation, the brown (-5v) wire was open in the trunk cable connector. The cause of the alleged red x's is the open brown wire in the trunk cable connector. The cause of the damaged wire is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted form the damaged electrode belt connector. The pt was issued a replacement electrode belt.